Manufacturer narrative:
(B)(4).

Event description:
The customer indicated that he received a new box of test strips and obtained an inr result of 2.9 inr on his coaguchek xs meter with serial number (B)(4). He reported this result to his healthcare provider but then noticed that the code number on his meter did not match the code number from his new box of strips. The code on the meter was 160 and the code number on the box of test strips was 166. The customer is now not sure that the result he reported to his healthcare provider was correct since the code numbers don't match. The result is low for him. The customer's therapeutic range was provided as 3.5 inr. No adverse event occurred. There were no changes in the customer's coumadin dosage. The customer is not anemic, has no antiphospholipid antibodies, and is not on direct thrombin inhibitors. The customer has self-regulated his coumadin levels for 15 years. His inr levels fluctuate and his doctor is well aware of this. The customer has had no recent illnesses, no diet changes and no bleeding or bruising. The customer stated that the new box of strips was sealed but the wrong code chip was inside the box. The customer did not indicate that the box was damaged or open when he received it. The suspect strips were requested for investigation.

Manufacturer narrative:
The test strips were not returned. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The correct code key for test strip lot 20619621 is 166. Retention samples of lot 20619621 were examined and the presence of the correct code key (166) was confirmed. Code key 160 belongs to lot 205402 and the presence was confirmed in corresponding retention material. Production dates of the two code key lots and of the finished product lots are several weeks apart making a code key mix-up extremely unlikely. A mix-up of code keys during programming can be excluded; between the dates for programming the two code keys, several other code keys were manufactured. A mix-up of code keys during packaging can be excluded; between the two dates for packaging, several other lots were manufactured. Additionally, between every packaged lot, a line clearance is done.